Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery on the insulin pump is only lasting a couple of days and the customer is constantly receiving low battery alerts. The alarm history showed multiple low battery alerts, a weak battery alert, a battery out limit alarm and a failed battery test. The customer stated the device does not have damage or corrosion. Customer stated that the battery out limit alarm occurred during normal use. Customer was advised to clean the battery cap and inset a new battery after 5 seconds. Customer was advised the battery cap would be replaced and to monitor the insulin pump.